Event description:
The info provided stated that there was non-detachment after six detachment cycles, and upon the withdrawal attempt, the microcoil detached from the device positioning unit (dpu) in the mca and that the pt had been administered integrelin. Further inquiry indicated that the pt was doing fine with no adverse clinical sequelae resulting from the coil thread in the parent artery.

Manufacturer narrative:
All functional testing revealed the unit to be within specifications at time of manufacture. The evaluation is inconclusive, but points to the possibility that upon the initial detachment cycle, the fiber did not break completely pissibly due to loss of intimate contact between the detachment fiber and the heating coil. This can reduce the heat transfer required for successful detachment. Subsequent detachment cycles and mechanical forces led to the ultimate coil detachment observed.